Event description:
Hamilton medical ag received the following event description (summary): the ventilator was connected to the patient, then suddenly the screen switched off, shows (ventilation unit synchronization timeout). Hamilton-c6 ventilation was continuing. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference:(B)(4). Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.